Event description:
The customer reported that the ventilator is giving "oxygen not available" message. The customer reported the unit was not in use on a patient.

Manufacturer narrative:
Usage of device not previously populated.